Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown) the device resets when attempting to charge up to 360 joules. Complainant indicated that the clincian obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.